Manufacturer narrative:
Date sent to FDA: 8/1/2018 additional information: in addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to FDA: 04/16/2020. Additional narrative: it was reported that the patient underwent mesh revision with new implant on (B)(6) 2014.

Manufacturer narrative:
(B)(4) to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney the patient underwent an incisional hernia repair surgery on (B)(6) 2013 and mesh was implanted (20 x 20 piece of mesh) operative note was provided which noted ¿a large amount of omentum was taken down from the left lower quadrant hernia site.¿ it was reported a suture was placed at each of the four corners of the mesh and was then inserted into the abdomen and unrolled. It was reported the surgeon then used a suture passer to pull the sutures to the exterior surface and each were tied into place. The mesh was then circumferentially tacked around the hernia defect to provide a good seal. It was reported the patient underwent ventral hernia repair on (B)(6) 2014 and the surgeon noted large ventral hernia and hernia sac and ¿care was taken to dissect the adhesions and hernia sac free.¿ the skin and subcutaneous tissue was freed for approximately 9 cm in both directions, laterally. Mesh was sutured into place in 4 quadrants and ¿then in between each initial tacking suture, until this was well secured.¿ additional overlay mesh was also tacked over the primary and synthetic mesh repairs. It was reported that the patient underwent repair of recurrent incisional hernia with mesh and component separation on (B)(6) 2014 and the surgeon noted ¿the mesh could be seen pulled out and away from its inferior position¿ which was removed in its entirety. No additional information is reported at this time.